Event description:
Pt on oxygen since 1994. Pt is using liquid refrigerated oxygen tanks that are refilled once a week by apria. Unit was refilled one day. Pt started to notice breathing problems the next day and extensive problems after pt was laying down, as water from the oxygen unit was coming through the tubing into her system. Pt was drowning in fluid from the tank. Apria was contacted and they came and replaced the tubing and did some other things (not sure if another bottle was added). Continued to have difficulty breathing and went to hospital emergency room and was admitted. Pt is due to be released from the hospital. Rptr states: "part of the problem with the oxygen tanks and problems pts have may be due to the turnover in staff. Once personnel are trained, they leave and get better jobs. Part of the problem may be due to inadequate training of personnel, other than filling tanks, and then ensuring there is some safety check to make sure tank is operating properly, before leaving. Granted this would take more time per house or visit, but it could also save lives due to errors by personnel who are to be trained in the setup of the equipment for the lay user. User is not expected to know all the ins and outs of the machines that are in their house; they need to know what to do to operate. Personnel who drive the trucks and refill should ensure they are properly doing their jobs and not risking users' lives. Have had problems with supplier of tanks before; do not believe that users know if there is a problem and sometimes must call multiple times before responding to correct problem, especially if it is evening or weekend. Numerous problems with various oxygen tanks/tubing etc have been reported to the co over the past 5+ years."